Event description:
Complaint number: (B)(4).

Manufacturer narrative:
The field service technician was onsite. The fst replaced the three way valve of the water tank. After cleaning an reinstallation of the three way valve, the temperature rises normally. Since no parts were replaced and the device is already back in use, no further investigation could be performed. Therefore no most probable root cause could be determined. Thus the failure could be confirmed. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The field service technician was onsite. The fst replaced the three way transmitter of the water tank. After cleaning the three way valve the temperature rises normally. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that the main cycle of the hcu30 does not reach the required temperature during the heating process. Complaint number: (B)(4).